Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise that appears as emi was seen on home monitoring recordings on (B)(6) 2024. It is reported that patient had an impulse dynamics device placed on (B)(6) 2024. There has not been emi seen since that implant but the clinician will investigate whether any changes have been made to the impulse dynamics settings and consult physician for next steps. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.